Manufacturer narrative:
Per distributor, the customer expected to return the fiber for analysis. As of 8/30/2007, no device evaluation results are available and no conclusion can be drawn regarding root cause of the incident. A follow up MDR will be submitted of lumen's obtains additional information.

Event description:
A patient was persistent 8ph, underwent a laser turp, the physician used a holmium laser to vaporize tissue around the bladder neck and surrounding areas. It was reported during the laser procedure. The patient suffered injury to his bladder resulting in additional surgeries resulting a loss of bladder requiring the use of urostomy bag.